Event description:
It was reported that the during a knee surgery, the surgeon was having a hard time inserting the next larger shim. As a result, the piece broke when he was inserting it. There was no consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual inspection of the returned instrument found it to exhibit signs of repeated use nicked / gouged and the post feature has fractured off. All pieces were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.